Event description:
S/p bilateral submuscular inframammary gels (? Size/type/MFR - no records) for augmentation. Pt c/o decrease in size rt with increased pulling in voq x 3 yrs. No h/o trauma. They are also firmer. Main c/o is systemic sx's including arthralgias/myalgias, positive am stiffness), paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbances, adenopathy, fevers, hot flashes/sweats, ha's, tmjd, visual changes, memory loss, dizziness, sicca, hair loss, oral sores, sensitivity to sun/cold, positive raynaud's)/chem, cp, choking sensation, increased weight, gi/gu disturbances, and easy bruising. Pt is otherwise healthy.